Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Two valiant captivia stent grafts were implanted during the endovascular treatment of a 36.4mm saccular taa. It was reported that during the index procedure vamc2828c100tj was placed from descending zone 4 and vamf3636c150tj was placed in zone 2 directly below lcca in a stacked plan. No problems were noted with the descending device. Taking into account the push from the blood pressure when placing the proximal device, the device was taken out and deployed proximally with 8 markers. Additional contrast imaging was performed to confirm the position. The position was to cover the lcca, so it was lowered a little and deployed. After deployment, the contrast showed that the lcca was covered, so a non mdt bare metal stent was placed retrograde from the lcca. Since patency of the lcca was obtained, the procedure was completed as usual. Per the physician the cause of the inaccurate delivery and occlusion was not specified. No additional sequelae were reported and the patients is fine.